Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that device is not working properly, blowing hot air, smells like it is burning, smells really hot related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow and blower was making a whining noise. During investigation the manufacturer observed hair-like particles on the exterior of the front panel, rotary knob, and blower seal, and on the interior of the front panel, filter, and bottom enclosure, observed unknown contamination on the exterior of the front panel, rotary knob, therapy/ramp button, top enclosure, rear panel, and both flip doors. They also observed dust-like contaminant on the top enclosure, iso port, in the filter, air inlet, interior of the bottom enclosure, blower, and blower seal. Potential foam degradation particles were observed in the iso port. The bottom enclosure had scratches and was missing a non-skid pad. Foam degradation pieces were throughout the blower box, blower, and blower wires. Evidence of liquid ingress was observed on the blower box and blower. A keratin-like substance was observed on the blower box and blower seal. The manufacturer observed the blower was split in half, all screws and plastic from the broken blower were laying in the blower box, there was a large crack on the top of the blower, a thick amount of foam degradation covered the bottom half of the blower. They observed a dark-colored contamination on the exterior of the flip lid. A brown-unknown contamination was observed around the iso port and iso port cover. The bottom enclosure had scratches, a brown contaminant, and was missing a non-skid pad. Hair-like contaminants were observed on/behind the flip lid seal, inside the bottom enclosure, stuck in the sides of the wire guard, behind the dry box, and in the springs. An unknown, brown-colored contaminant was observed on the flip lid seal, bottom enclosure, and in the dry box. A black-colored contaminant, potentially foam degradation, was observed around the iso port inside of the humidifier and in the dry box seal. A dust-like contaminant was observed on the heater plate. The water tank had unknown contamination inside, hair-like contaminants, and potentially foam degradation. Evidence of sound abatement foam evidence of sound foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was evidence of sound abatement foam degradation.